Event description:
"Sparks flew out end of fiber". This information is documented as reported to trimedyne. This event was reported to trimedyne in 2007 with no known event date. Based upon the information provided by the complainant, the event was determined to be not reportable. However, evaluation of the returned product (on 06/22/2007) revealed the problem to be reportable.

Manufacturer narrative:
Eval summary: a visual examination was performed on the returned product. Distal end: no defect was found. Proximal end: the fiber surface is frosted. The fiber is broken and separated 3.5" from the proximal end, next to the strain relief boot. The white tubing is separated, too. At the breaking point, the blue buffer is melted and black residue is present. The separated piece is broken at two points 0.75" and 2.5", but the blue buffer holds the separated pieces together. Fiber is recessed in proximal end of connector about 0.004", which is within specification. Fiber is broken and buffer melted just distal to end of strain relief boot, but within white protector tubing and black spiral wrap. Burning/melting of fiber buffer is present on separated piece on proximal end, and slightly at 0.75" break but not at 2.5" break. Possible cause(s): possibly due to bend beyond minimum specified bend radius of fiber at distal end of strain relief boot or to mishandling, both contrary to the instructions for use.